Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, assisted with loading a new cartridge, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any further malfunctions occurred.